Event description:
The customer reported that during an operation, the system shut down and required two attempts to reboot. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyboard, the controller, and the interface board were replaced. The system was tested and found to be working as intended and put back into service.